Event description:
Customer reported five false positive events, see related cases for remaining two false positives reported. Customer received three false positive results on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot: 19425f, cartridge serial numbers (B)(4), and cue reader 22102010050719. The customer tested negative with an unspecified sars-cov-2 pcr test from greenwich CT. Everpoint health on (B)(6) 2022. Additionally, the customer tested negative with cue covid-19 test on (B)(6) 2022. Customer confirmed the cartridges were stored according to the instructions for use.

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.